Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient was rushed to the emergency room after experiencing no audible alerts or alarms from his g6 rcvr. This report is 2 of 2 allegations of alert/notification settings that had similar event details. He mentioned that the incident occurred back in (B)(6) 2024 but was unable to recall the exact date. The episode began when he was feeling unwell, sweating excessively, and experiencing chills. Upon checking his g6 rcvr, it displayed a "low" reading, but he could not recall the exact cgm values and insisted that no audible alarms were triggered. He was taken to the emergency room (ER) by his daughter but could not remember the specific time or duration of his stay. While at the hospital, blood tests were conducted and he was given IV medication. Although he did not know the exact blood glucose test results from the hospital, he believed the cgm values were accurate, as medical staff typically rely on them for decision-making. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect clinical code - chills this report is 2 of 2 allegations of alert/notification settings that had similar event details. Related records: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.